Event description:
It was reported that the user experienced recurrent low glucose episodes while using the ilet, including a reported value of 40 mg/dl, and was frequently ingesting soda to correct; the user had been announcing smaller-than-usual meals, pausing insulin delivery for prolonged periods due to concern about resumption timing, identified as grazing rather than eating standard meals, and then decided to stop announcing meals, with education provided on risks of maladapting pump use and referral for additional training. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or lasting impact. Investigation of this case revealed no findings available, with the device problem and component not further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. However, use error may have contributed to the event reported.